Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device displayed no sensor detected during warmup. Data was provided for investigation. Confirmation of the complaint was not confirmed via data. The probable cause could not be determined via data. In addition, a transmitter failed error was found in connection to the reported allegation. The reported event of the device displaying no sensor detected during warmup is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.